Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. Pod was worn less than an hour. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The pod arrived not deployed. Low pulse widths were observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the ratchet gear. The needle mechanism failed to deploy after the completion of second prime. The pod was reset and reran without incident. No damages were observed that would contribute to the failure to detent the ratchet gear. The failure of the hook talon to detent the ratchet gear is confirmed as the root cause of the reported needle mechanism failure, though the exact cause of the failure to detent could not be determined.